Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to perform various actions, including disconnecting tubing and delivering boluses, to address the occlusion. Customer replaced supplies as necessary and resumed insulin.